Manufacturer narrative:
No customer samples were received. A review of the device history record was completed for this batch. All inspections were in compliance with requirements. Based on an internal investigation, no cause from the manufacturing site has been identified. All inspections were in compliance with requirements. Without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the healthcare provider received a dirty needle stick injury from the 23 g x .75 in needle x 12 in tubing bd safety-lok¿ blood collection wingset when the patient moved during a blood draw. The healthcare worker and the patient received lab work and the employee was offered prophylaxes but declined. She will follow up with the employee health nurse.